Manufacturer narrative:
(B)(4) concomitant devices included an sl-10 microcatheter, standard connecting cables (lot unk) and detachment control box (lot unk). As reported by a healthcare professional, while attempting to coil a ruptured 5mm anterior communicating artery aneurysm, a deltapaq coil (dfs10051520/c29377) failed to detach, and after removal from the patient, the coil appeared to be stretched. A pre-deployment electrical check had been performed without issue. After placing an sl-10 microcatheter into the aneurysm, the physician decided to frame the aneurysm with the deltapaq coil. He prepared and delivered the coil as per the instructions for use (IFU). After being satisfied with the coil placement he attempted to detach the coil as per the IFU, using a standard cable (catalog/lot unk), but after pulling back on the dpu, he noticed that the coil was not detached. He lined up the markers and tried again, but the coil did not detach. He then replaced the cable, but the coil would not detach. He replaced the detachment box, and again it would not detach. He tried to detach a total of 10 times, but the coil would not separate from the dpu. The physician successfully removed the coil from the patient, without removal of the microcatheter. The procedure was completed with implantation of 3 competitor¿s coils using the same microcatheter, without issue. It was unknown if the detachment light illuminated, but the audible signal beeped. A fault light was not seen during the case. All connections appeared to fit properly without application of excessive force. There was no patient harm due to the non-detachment of the deltapaq coil, and the patient was in stable condition. The event did not result in a clinically significant delay in the procedure. The deltapaq coil was; however, the dcb and cables were not available to be returned for analysis. The deltapaq was returned for analysis; however, the dcb and cables were not available to be returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. As viewed through the returned packaging, it was found that the coil was stretched and severely damaged. The circumstances of how and when this damage occurred cannot be determined. The detachment fiber was returned intact and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 51.8 ohm (range 48.5/56.0) (pic-cspec51801) and the enpower systems ready green light illuminated. The coil detached on the first detachment cycle with no problems encountered. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil not detaching could not be confirmed, as the dpu passed electrical testing, the coil detached on the first detachment cycle, the detachment fiber received heat and melted as designed, and the dpu passed post-detachment electrical testing. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the coil being stretched was confirmed. The circumstances of how and when this damage occurred cannot be determined. Based on the information provided and the product analysis, it is not possible to determine the root cause of the events; however, procedural factors may have contributed to the events. Since there was no evidence of a manufacturing issue related to the events, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, while attempting to coil a ruptured 5mm anterior communicating artery aneurysm, a deltapaq coil (dfs10051520/c29377) failed to detach, and after removal from the patient, the coil appeared to be stretched. A pre-deployment electrical check had been performed without issue. After placing an sl-10 microcatheter into the aneurysm, the physician decided to frame the aneurysm with the deltapaq coil. He prepared and delivered the coil as per the instructions for use (IFU). After being satisfied with the coil placement he attempted to detach the coil as per the IFU, using a standard cable (catalog/lot unk), but after pulling back on the dpu, he noticed that the coil was not detached. He lined up the markers and tried again, but the coil did not detach. He then replaced the cable, but the coil would not detach. He replaced the detachment box, and again it would not detach. He tried to detach a total of 10 times, but the coil would not separate from the dpu. The physician successfully removed the coil from the patient, without removal of the microcatheter. The procedure was completed with implantation of 3 competitor's coils using the same microcatheter, without issue. It was unknown if the detachment light illuminated, but the audible signal beeped. A fault light was not seen during the case. All connections appeared to fit properly without application of excessive force. There was no patient harm due to the non-detachment of the deltapaq coil, and the patient was in stable condition. The event did not result in a clinically significant delay in the procedure.